Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple incidents of low blood glucose (bg) levels. Reportedly, the customer experienced low bg' s every few days since having a pancreatectomy (removal of pancreas in (B)(6) 2013) and health care provider (hcp) is aware of low bg levels. On (B)(6) 2016 the customer had a bg level of (47 mg/dl) and emergency medical services (ems) were called. The customer was given juice, but ems could not keep customer awake. The customer was taken to the emergency room (ER) and was taken off pump therapy. The customer was treated with an IV. However, did not know what was given to her via IV. The customer believed that the low bg was due to moving, stress of the move, increased physical activity and consuming a meal that day which was different than the customer's usual meal. While in the ER, the customer experienced a bg level of (300 mg/dl) and took a bolus, via the pump, to stabilize bg level. The customer stated that elevated bg level was due to treatment received while in the ER. It was indicated that the customer was in the ER for about 6 hours. In addition, the customer reported to have experienced a bg level of (55 mg/dl) on (B)(6) 2016. The customer required help from the husband to consume carbohydrates and drink juice to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering: pump logs did not show a low bg level on (B)(6) 2016. However, a low bg level was recorded on (B)(6) 2016. The user made bolus requests without entering bg level and still having insulin on board (iob). Making bolus requests without entering current bg levels and still having insulin on board could lead to low bg levels. There is no evidence of a device malfunction or failure.